Manufacturer narrative:
On (B)(6) 2021, the patient met with the implant clinician and the clinical representative. The patient stated that the sensation has improved each day, and the event seems to be unrelated to the stimulator. The implanting clinician believes the pain being experienced is muscular and unrelated to the device, but cannot confirm the pain source with certainty. The implanting clinician confirmed the device did not migrate. At a later follow-up, the patient stated feeling better and continuing to receive pain relief from the stimulator. Based on this information, the burning sensation was not confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used for the treatment of pain. The cause of the burning sensation is due to the patient performing heavy lifting following the implant procedure. "Risk document design fmea for fr8a (06-0537) and hra for fr8a (06-0524) was reviewed and discomfort is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Stimwave's global discomfort rate: 0.06%. The frequency is rarely and the impact is important.

Event description:
Patient disclosed to clinical representative that they felt a painful burning sensation near the implant site.